Manufacturer narrative:
MFR ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump was programmed to deliver a secondary infusion at a rate of 100ml/hr for 50ml. The clinician stated that the entire container was delivered to the pt in 3 minutes. Any pt involvement, injury or medical intervention is unk. The customer stated that no add'l info would be provided to baxter.